Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The competitor method is abbott. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas e 801 module. The sample resulted in a ft3 value of 8.41 pg/ml (reference range = 2.0 - 4.4 pg/ml) when tested on the e 801 module. The sample was repeated using a competitor method, resulting in a ft3 value of 3.18 pg/ml (reference range = 1.58 - 3.91 pg/ml).

Manufacturer narrative:
Calibration and controls were acceptable. A sample from the patient was provided for investigation. Investigations of the sample determined that it contains an interfering factor against the streptavidin component of the ft3 assay. This limitation is covered in product labeling. The investigation could not identify a product problem.

Manufacturer narrative:
**UDI related data quality updates only** d3 is the initial distributor in the us.